Manufacturer narrative:
Results: the reported condition of foreign matter on device" was confirmed when returned for evaluation. The unit was sent back for failure analysis in its original packaging. Upon inspection, it was observed that the foreign material was a white particulate found on the external side of the tubing. According to the DHR review, no anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. The fg lot # 1142958 - was released for distribution in compliance with the product specifications and integra requirements. After reviewing the complaint system since 2013, three complaints (including this one) related to foreign material has been reported in cusa. Manifold tubing family at integra neurosciences pr facility. Approximately (B)(4) units of catalogs c3600 and c3601 have been shipped for sales purposes since 2013 until 06/11/2015, resulting in a complaint occurrence rate of approximately 1.3 x 10-3 percent. Conclusions: risk control procedures and sops are in place to reduce the probability of occurrence of these events. Two cleaning techniques - alcohol wipes and air blow-offs are used in our manufacturing operations, both of which seek to eliminate unwanted particles on device surfaces. During the manufacturing process, the manifold tubing is cleaned with alcohol wipes. This method removes the static charge on the surface temporarily. Once the alcohol wipe-down has been performed, air blow-offs is followed. To eliminate all particles, the manifold tubing assembly is sprayed with ionizing air. Ionized air blow-offs are effective at removing particles from the device surface, preventing recharging and subsequent particle attraction. The completion of these steps was revised during the DHR review. For this particular lot, no anomalies were found. Units are 100 percent inspected for contamination and foreign material on the device. No anomalies related to the returned condition were observed during the manufacturing process of the lot 1142958 according to the DHR review. The training record of all cusa manifold tubing manufacturing personnel was reviewed to ensure that only qualified operators were on the assembly line. No discrepancies were found. Training of assembly and packaging cusa manifold tubing was up to date and completed by the manufacturing personnel (current version at the time of manufacturing date). Although no definite root cause was identified, cleaning process (potential causal factor) may have not been performed adequately.

Event description:
At the incoming inspection of goods by the distributor, 1 piece of c3601 was rejected due to a foreign material. There was no patient involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information.